Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A stent strut in the centre of the stent was raised off the balloon material and bent distally towards the tip section of the device. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that difficulty crossing lesion were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex (lcx) artery. Pre-dilation was performed with a 2.5x15mm balloon. A 38 x 3.00mm promus premier¿ drug-eluting stent was advanced but due to the heavy calcification and angulation of the vessel, it failed to cross the lesion. The procedure was completed with a 3.00x24 promus premier stent and a 3.00x20mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.